Event description:
A malfunction was reported when the pump screen went dark and would not turn on. The customer¿s blood glucose (bg) level displayed as "high"; although a specific value was not provided. The customer performed a correction injection using multiple daily injections (mdi) without needing third-party assistance. Technical support guided the customer to press the center of the button firmly, which resolved the issue, and the pump began functioning as intended.